Event description:
A customer reported fluid build up on their ortho provue analyzer. Upon service a bent probe and leakage was observed. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and indicated that the probe was bent. The fe replaced the probe and performed the appropriate repairs/adjustments to return the analyzer to expected operation.